Event description:
It was reported that during the initial insertion of an arterial catheter, blood was observed leaking from the spring-wire guide (swg)/tube assembly. The affected device was removed, and the procedure was completed using a replacement device. There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional medical intervention was required beyond removal of the affected device and replacement with another device.

Manufacturer narrative:
(B)(4).